Event description:
The customer reported that he jumped into a pool while wearing the infusion pump and the device is not working. The customer also stated that he sees moisture under the display and the insulin pump is alarming. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a corroded electronic assembly. Further testing was not performed due to the blank display.